Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that an issue occurred when inputting the blood glucose (bg) and carbohydrates value into the bolus menu. Reportedly, the contact was able to successfully deliver the desired bolus request and declined to provide additional information regarding the event. There was no reported impact to the customer's blood glucose level.